Manufacturer narrative:
Patient¿s height reported as (B)(6) feet. Date of event: unknown. This report is for ten (10) unknown screws. Part and lot numbers are unknown. Without the specific part and lot number the UDI number is not available. Implanted in (B)(6) 2013, exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a revision surgery on (B)(6) 2018 for removal of 4.5 mm broad locking compression plate (lcp) 9 holes/170 mm and unknown screws implanted on (B)(6) 2013. The revision surgery was carried out as the patient had the complaint of sensitivity to the plate on the humerus. During the revision surgery one 4.5 mm broad lcp plate 9 holes/170 mm and ten unknown screws were removed intact. Nothing was implanted after removal of plate and screws. Successful union of fracture had occurred. The procedure was successfully completed without any surgical delay. The patient was stable after the surgery. This report is for ten (10) unknown screws. This is report 2 of 2 for complaint (B)(4).